Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an impedance warning following a surgical procedure on patient's shoulder. The impedance returned to normal on the interrogation following the procedure. It is suspected that the cautery during the case caused the warning. The lead remains in use. No patient complications have been reported as a result of this event.